Event description:
It was reported that during a ptca procedure, the wire prolapsed and separated as the physician attempted repositioning and straightening. In an attempt to snare the wire tip, the physician introduced two add'l wires. These wire tips also separated, and all three wire tips remain in the pt. The pt status is listed as "stable". Same case as MFR report #'s 6000059-1999-24 and 6000059-1999-000026.